Event description:
It was observed that during the device evaluation, the subject device exhibited air leak in connector side oredome. There was no patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or electrical problems such as open circuit, short circuit, or signal loss, and mechanical problems such as leakage or seal deformation. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.